Event description:
Loss of osseointegration, implant achieved osseointegration, implant was completely covered with bone, no thread tap used, smoker, periodontal disease, peri-implantitis, mobility (2024_0026 and 2024_0027 are same patient).